Manufacturer narrative:
An event regarding pain involving a trident shell was reported. A medical review confirmed shell malposition. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review of the provided information by a clinical consultant concluded that : cup malposition in absent anteversion and low inclination together with hip dysplasia has caused an exposed anterior rim of the cup which leads to symptomatic psoas impingement. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review of the provided information by a clinical consultant concluded that: cup malposition in absent anteversion and low inclination together with hip dysplasia has caused an exposed anterior rim of the cup which leads to symptomatic psoas impingement. Further information such as return of device, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that the patient experienced right proximal 1/2 thigh/groin pain. Psoas irritation. Mild pain until (B)(6) 2015.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Event description:
It was reported that the patient experienced right proximal 1/2 thigh/groin pain. Psoas irritation. Mild pain until (B)(6) 2015.